Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of manufacturing records showed no anomalies. This report is based upon information reported by others. It is unk what may have caused this incident. According to the reported event, the catheter was explanted because it was found to be stuck. At the time of explant, the catheter is reported to have disconnected from the snap base.

Event description:
Medtronic neurosurgery rec'd a report that a female pediatric pt developed intermittent head ache with nausea and vomiting. According to the report, a CT of the head demonstrated increased ventricular caliber. During revision surgery, the proximal catheter was reported to have stuck. It was further reported that during the process of removing the stuck catheter, the rickham reservoir and the bioglide catheter became disconnected.